Manufacturer narrative:
Lot number and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement double process short clamp shipped to site 06/13/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site regarding a damaged double spinous process clamp where the washer at the end of the screw was discovered missing. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.